Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After receiving complete pump reset information from technical support and being guided through the pump reset process, the caller successfully started their sensor session with no further occurrences of the cgm error code.